Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), positioning difficulty was encountered and the device exhibited high thresholds in multiple locations, with the device coming loose during pull and hold test. The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: micra d4: model #: mc1vr01-delsys / expiration date: 28-nov-2022 / serial#: (B)(4) UDI #:(B)(4) device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 01-jun-2021. Yes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1vr01-delsys] (serial: (B)(6)). D9: yes, return date: 24-may-2024. H3: yes. Dev rtn to MFR? Yes. Eval summ attached? Yes. Product event summary: the analyst noted the full delivery system was returned with the device intact in the device cup, analyzed. Analysis indicated the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system outer shaft was bent. The delivery system inner shaft was mechanically kinked/bent. The delivery system tether was frayed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.